Event description:
On 14-aug-2025, a caregiver reported that an end-user experienced hypoglycemia with a recorded blood glucose of 30 mg/dl, resulting in ems intervention. The user was treated with intravenous glucose on scene and did not require hospitalization. It was also noted that the patient is on dialysis, which represents off-label use of the ilet system.

Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.